Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had undergone vns explant surgery on (B)(6) 2016 for "discomfort". No additional relevant information was received. It is noted that the hospital will not return explanted devices per protocol. Attempts for additional relevant information has been unsuccessful to date.

Event description:
It was later reported by the physician's office that the patient was having pain due to the presence of the device. The patient had been complaining of a pulling sensation on the neck, as well as chest, clavicle, and neck pain. It was noted the explant surgery was for patient comfort only and not to preclude a serious injury. No recent diagnostic results were obtained from the physician; however, the implant card from the patient's initial implant on (B)(6) 2016 showed the diagnostics were within normal limits.